Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 4.9 cm diameter thoracic aortic aneurysm approximately (B)(6) months ago. The patient was discharged three days post implant. (B)(6) months post implant the patient had a CT scan that demonstrated there was a second aneurysm that had expanded from 3.6 cm in diameter to 6.1 cm in diameter. The investigator assessed that this was not procedure or device related. The patient was treated for the second aneurysm (B)(6) weeks later. A left subclavian carotid bypass, aortic de-branching procedure were performed, and a talent thoracic stent graft (B)(4) was implanted within the previously implanted talent stent graft. The new aneurysm was not touching the previously treated aneurysm; however, the stent grafts were overlapped. Ten days later the patient had a 10 mm amplatz plug implanted at the subclavian artery between the arch of the aorta and the origin of the left vertebral artery. (B)(6) days later the patient presented emergently with cardiac arrest and expired (B)(6) days later. The investigator assessed that the death was not related to the stent graft or the procedure and that there was underlying disease that contributed to the death. Recent adjudication noted the death to not be related to the first stent grafts even though during the secondary procedure there was a stent graft placed within the stent graft that was implanted for the study. It was determined that the stent graft that was implanted at the second procedure was not intended to treat the initial lesion. Therefore the death event was not related to the initial device, procedure or aneurysm. It was also documented that the death was related the second procedure to treat further noted disease but not directly related to the index procedure. The cause of death was pulmonary decompensation/pulmonary failure. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, mi), patient's condition affected effectiveness of device (underlying disease, pseudoaneurysm). Conclusions: device failure/lack of effectiveness related to patient condition (underlying disease, pseudoaneurysm).